Event description:
It was reported that there was an issue with a component of enduro knee implants. According to the complaint description, post-operatively after 4 years, there was a fracture of the knee prosthesis. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4) (400706892).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b5: description updated. D1-2: brand name and product code. D4: material code, batch, and expiration date. D10: involved components. G4: 510k. H4: manufacture date. H6: codes updated. Investigation findings: the complained product was not available for investigation. Therefore, the investigation was based upon historical data analysis, event description and batch history review. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Conclusion/ preventive measures: based on the current information and without the product being available for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the product code was updated to nb013k - enduro tibial comp. Offset cemented t3 and is now considered to be an involved component, upon review of investigation results. There had been minor trauma and breakage of the coupling after about 4 years (distortion of the knee joint). Associated medwatch reports: unknown enduro knee implant system component (aesculap ag reference no. (B)(4); 9610612-2025-00136) involved components: nb013k/ enduro tibial comp. Offset cemented t3 (aesculap ag reference no. (B)(4); 9610612-2025-00063). Nr293k/ femur extens. Stem 6° d18x77mm cemented (aesculap ag reference no. (B)(4). Nr192k/ tibia offset stem d15x52mm cemented (aesculap ag reference no. (B)(4). Nb016k/ enduro femoral component cemented f3l (aesculap ag reference no. (B)(4).